Event description:
Procedure type: laparoscopic total gastrectomy. According to the rptr: in 20 mins of use, the balloon was burst. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).